Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, oversensing was noted on the right ventricular (rv) lead. No intervention has been performed. The patient was in stable condition.